Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited high current drain. No intervention has been performed at this time. The patient's condition was stable.